Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2021, during a house visit, it was noted that the peg site was red and hot. It was decided to treat with IV antibiotics cifmazin for 3-5 days. The bandage was replaced. A follow up visit was made and the peg site was clean with very little secretion and no redness. The area was still sensitive, and antibiotics continued.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.